Event description:
I had a depuy hip replacement in 2007. I was under disability so never really used the hip much. I found employment with a company that worked with my disabilities but as I walked more, I started noticing that my hip would hurt more and more, requiring more pain relieving medications and sleep medication. I have a dr that is keeping up with xrays and watching to ensure it won't loosen or will need to be removed or revised. The pain steadily worsens in my lower back from the gating of the hip.